Event description:
The rubber stopper in the tego¿ connector was reportedly not allowing blood to flow during patient use. There was no harm to the involved patient.

Manufacturer narrative:
Although multiple attempts were made to obtain the device, it is not available for investigation at this time. A review of the device history record is pending.

Manufacturer narrative:
The device is not available for investigation. The complaint can be confirmed based on the lot history. The probable cause of the domed seal is due to uneven adhesive application. The device history record (DHR) was reviewed. Corrective and preventative actions are in process.